Event description:
It was reported the patient went to the emergency room because her scs ipg pocket incision had opened up. The patient followed-up with her physician on (B)(6) 2014 and was diagnosed with a superficial infection. The patient's ipg pocket incision was cleaned and lightly dressed. The patient was prescribed oral antibiotics and ordered visiting nurses to daily clean the incision. Follow-up on (B)(6) 2014 identified the patient is still taken antibiotics and the ipg pocket incision has closed and scabbed over.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: a non-conformance was found. The product was re-worked and re-inspected. The device history and sterilization records reviewed indicated product met all final packaging/sterilization acceptance criteria prior to release for distribution. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.